Event description:
It was reported that: "the patient was brought in 1 1/2 year post operation complaining of pain. No significant wear was found, and no signs of loosening. The cup was retroverted as per the surgeon's perspective and x-ray. Either 25mm or 30mm screw."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.